Event description:
It was reported that the atrial lead exhibited intermittent capture, though sensing was adequate. The atrial lead was programmed to sense only, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.